Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to pacing inhibition of greater than 2 seconds of asystole. Technical services (ts) was consulted and suggested some programming changes to alleviate. As of today, the patient has not been seen, and there are no plans for intervention. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). The lead was returned severed into two pieces. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was later part of an elective system explant and replacement. The lead was explanted and replaced.